Event description:
It was reported that during a supply change the user was unable to insert a new cartridge because the pump had not been rewound prior to loading, and the user proceeded successfully after being guided to perform a rewind. Investigation of this case revealed user handling error related to failure to execute the required rewind step before cartridge insertion. No clinical symptoms reported. Outcomes included completion of the supply change without alerts or alarms and restoration of normal use. It was concluded that the device functioned as designed and that user guidance resolved the issue.